Event description:
It was reported that prior to use on a patient, the fiber optic connector was damaged in the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm found the female connector on the fiber-optic cable extension to be visibly broken. The surrounding blue plastic that guides and supports the male connector was broken which did not allow for a secure connection causing the reported issue. The stm removed and replaced the fiber-optic sensor cable assembly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the fiber optic connector was damaged in the cardiosave intra-aortic balloon pump (iabp). There was no patient involved and no adverse event was reported.